Event description:
On (B)(6) 2013, the physician reported placing a split thickness skin graft on the pt, and initiating v.a.c. Therapy, dates not provided. On (B)(6) 2013, the physician reported that the activ.a.c. Unit had a "mechanical failure," and the graft did not take. The following week, the physician evaluated the pt, and confirmed the graft had failed, allegedly due to the unit malfunction. On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was returned to kci for testing per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Kci is pending completion of the device evaluation.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged graft failure is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response. Device labeling, available in print and online, states: never leave a v..c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.